Event description:
It was reported that a user contacted support because the ilet was not receiving a glucose reading from a connected dexcom g7 sensor, and a reading subsequently appeared during the call showing blood glucose of 209 mg/dl after breakfast; troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included the need for customer support without medical intervention. Investigation included a customer interview and troubleshooting guidance. Investigation of this case revealed no device alarms, no ongoing malfunction, and no confirmed device component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.